Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Claimant alleges he sustained multiple injuries including pressure sores from wheelchairs design, manufacture, and/or customization on chair provided.